Event description:
The nurse reported the following event: during surgery, the drill broke. Another drill was used to finish the surgery without delay and without adverse consequences for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.